Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's trial procedure was abandoned. The trial was abandoned due to resistance in the epidural space when attempting to advance the lead.